Manufacturer narrative:
Evaluation: the device was returned to our facility in a used condition with the hub separated from the cannula. The base plate was noted to be bent upward, suggesting that the separation occurred as the result of excessive force.

Event description:
The intraosseous infusion needle was placed in a burn patient (child). Upon attempting to remove the metallic cannula, it separated from the hub. Pliers were used to remove the trocar.